Event description:
The medical affairs specialist (msa) has reviewed the customer care advocate (cca) documentation. This complaint is being reported due to the alleged error 5 on the one touch ultralink meter. Since the pt's symptoms, "week and numb tongue," do not suggest the pt had severe hypoglycemia or hyperglycemia, there is no evidence the pt's self-treatment with food/beverage was for acute complication of diabetes but rather suggestive to prevent the aforementioned diabetes conditions. Hence, there is no evidence that the pt suffered a serious injury due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.